Event description:
It was reported that the device exhibited noise. A header issue was suspected, and the device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.